Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from november 20, 2019 - november 21, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty (30) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The location of the leak was coming from the "adding drug tube" (additive port). The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.